Manufacturer narrative:
The device has not been requested for return at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event in an unknown cartridge. Reportedly, a loss of prime event had occurred 3 times in an unidentified cartridge. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.